Manufacturer narrative:
One bipolar pacing catheter without any attached components was returned for evaluation. Blood was observed on the catheter body and under the balloon. Visual examination found that the catheter tip was completely broken off at just proximal of the proximal electrode. The cross surface of the broken catheter tip appeared uneven and rough. Residual adhesive and blood was observed on the edge of the broken catheter tip. No visible damage to the balloon, windings, or returned syringe was observed. Balloon inflation testing could not be done due to the catheter tip breakage. Continuity testing was performed on the distal and proximal electrodes and there were no open, intermittent, or short conditions observed. Visual examinations were performed under microscope at 20x magnification. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of the balloon could not maintain the inflation was confirmed during the evaluation. The cause of the broken catheter tip could not be determined with certainty; clinical or procedural factors may have contributed to the damage. However, an investigation has been initiated to determine if the root cause for the broken catheter tip just proximal of the proximal electrode found during the evaluation is related to the manufacturing process and implement any necessary corrective actions.

Event description:
It was reported that "the balloon could not maintain the inflation during use." There were no patient complications reported.